Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2015 by the medical science monitor titled ¿results of arthroscopic bankart lesion repair in patients with post-traumatic anterior instability of the shoulder and a non-engaging hill-sachs lesion with a suture anchor after a minimum of 6-year follow-up¿. The study reviewed ninty-two (92) patients who underwent shoulder procedures using arthrex fastak devices. Two (2) patients were documented to have had glenohumeral instability with one (1) patient resulting in the anchor loosening during the six (6) year follow-up period. Ref: szyluk, k., et al. (2015). "Results of arthroscopic bankart lesion repair in patients with post-traumatic anterior instability of the shoulder and a non-engaging hill-sachs lesion with a suture anchor after a minimum of 6-year follow-up." Med sci monit 21: 2331-2338.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.